Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("hormone levels declined, causing her to miscarry") and device expulsion ("expulsion of essure device") in a 25-year-old female patient (gravida 6, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tube(s)" on (B)(6) 2012. Concomitant products included fluticasone propionate (flovent hfa), gabapentin, morphine, ondansetron, sumatriptan, tizanidine and topiramate. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysgeusia ("metallic taste in mouth") and dental caries ("tooth decay"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain") and rash ("rash on my neck, chest and leg"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with acetylsalicylic acid (aspirin), paracetamol (tylenol), surgery (dilation and curettage) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pregnancy with contraceptive device had resolved and the abortion spontaneous, device expulsion, menorrhagia, alopecia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal pain lower, dysgeusia, dental caries and rash outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, dental caries, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: second pregnancy and other events case # (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full bilateral occlusion of tubes . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : pregnancy (with complications),abnormal bleeding(vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), rashes or skin conditions type: rash on my neck, chest and leg, salpingectomy (one side removal of fallopian tube), nickel allergy, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), expulsion of essure device, pain, failure to occlude (close) fallopian tube(s), metallic taste in mouth, tooth decay, hair loss added as event. The product, reporter and patient information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("hormone levels declined, causing her to miscarry") and device expulsion ("expulsion of essure device/migration of essure device location of device:outside of uterus/ failure to occlude") in a 25-year-old female patient (gravida 6, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tube(s)" on (B)(6) 2012. The patient's past medical history included miscarriage and c-section. Previously administered products included for an unreported indication: birth control pills from 2007 to (B)(6) 2012 and depo-provera in 2009. Concurrent conditions included morbid obesity, arthritis, fibromyalgia, migraine and anxiety. Concomitant products included tramadol since (B)(6) 2017 for arthritis, cyclobenzaprine since 2015 for arthritis and fibromyalgia as well as fluticasone propionate (flovent hfa), gabapentin, morphine, ondansetron, sumatriptan, tizanidine, tomate since 2000 and topiramate. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysgeusia ("metallic taste in mouth") and dental caries ("tooth decay"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain") and rash ("rash on my neck, chest and leg"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight increased ("weight gain"), mental disorder ("[psychological or psychiatric problems condition") and tooth loss ("dental problemns teeth falling out"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with acetylsalicylic acid (aspirin), paracetamol (tylenol), surgery (dilation and curettage) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pregnancy with contraceptive device had resolved and the abortion spontaneous, device expulsion, menorrhagia, alopecia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal pain lower, dysgeusia, dental caries, rash, female sexual dysfunction, weight increased, mental disorder and tooth loss outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, dental caries, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, mental disorder, pregnancy with contraceptive device, rash, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: second pregnancy and other events case # (B)(4).. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full bilateral occlusion of tubes concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, vaginal hemorrhage, abdominal pain. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, concomitant drugs and events apareunia (inability to have sexual intercourse), weight gain, psychological or psychiatric problems condition, dental problemns teeth falling out were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("small hole size of a pin hole in one of fallopian tubes"), device expulsion ("expulsion of essure device/migration of essure device location of device:outside of uterus/ failure to occlude"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("hormone levels declined, causing her to miscarry") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tube(s)" on (B)(6) 2012. The patient's medical history included miscarriage, c-section and multigravida. Previously administered products included for an unreported indication: birth control pills from 2007 to (B)(6) 2012 and depo-provera in 2009. Concurrent conditions included morbid obesity, arthritis, fibromyalgia, migraine and anxiety. Concomitant products included tramadol since (B)(6) 2017 for arthritis, cyclobenzaprine since 2015 for arthritis and fibromyalgia as well as fluticasone propionate (flovent hfa), gabapentin, morphine, ondansetron, sumatriptan, tizanidine, tomate since 2000 and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth") and dental caries ("tooth decay"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain") and rash ("rash on my neck, chest and leg"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth loss ("dental problemns teeth falling out"), anxiety ("psychological or psychiatric problems condition: anxiety") and complication of device insertion ("right tube did not get implanted") and was found to have weight increased ("weight gain"). The patient was treated with acetylsalicylic acid (aspirin), paracetamol (tylenol) and surgery (bilateral salpingectomy and dilation and curettage). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, abortion spontaneous, menorrhagia, alopecia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal pain lower, dysgeusia, dental caries, rash, female sexual dysfunction, weight increased, tooth loss, anxiety and complication of device insertion outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, complication of device insertion, dental caries, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pregnancy with contraceptive device, rash, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: second pregnancy and other events case # (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: full bilateral occlusion of tubes, failure to close right fallopian tube,right tube had a mini scar hole. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal hemorrhage, abdominal pain. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received-previously reported event' "psychological or psychiatric problems condition" pt updated to " anxiety", events "right tube did not get implanted, and small hole size of a pin hole in one of fallopian tubes" added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("x-ray which could not identify the right coil/right coil was found to be outside of the fallopian tube in a vertical position in the cornea of uterus"), pregnancy with contraceptive device ("pregnant (first episode)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant (first episode)". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, 2 years 2 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("menstrual pain"), weight fluctuation ("weight fluctuations"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("migraines") and vaginal discharge ("abnormal vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the device expulsion and abortion spontaneous had resolved and the genital haemorrhage, back pain, dysmenorrhoea, weight fluctuation, abdominal pain, dyspareunia, migraine, vaginal discharge and procedural pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pregnancy with contraceptive device, procedural pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2014 plaintiff underwent a partial salpingectomy to remove her essure coils. During the surgery, her left essure coil was removed, however her right essure coil was found to be outside of the fallopian tube and was in a vertical position in the cornea of her uterus. Her right coil was therefore not removed at that time. On (B)(6) 2016 plaintiff underwent a total hysterectomy with bilateral salpingectomy to remove her remaining essure coil. Plaintiff had a second pregnancy with essure captured in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. On (B)(6) 2014 plaintiff underwent an x-ray which could not identify the right essure coil. Most recent follow-up information incorporated above includes: on 15-nov-2017: this case will be deleted from bayer database. Nullification reason: case was identified as duplicate of case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("x-ray which could not identify the right coil/right coil was found to be outside of the fallopian tube in a vertical position in the cornea of uterus"), pregnancy with contraceptive device ("pregnant (first episode)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant (first episode)". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, 2 years 2 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("menstrual pain"), weight fluctuation ("weight fluctuations"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("migraines") and vaginal discharge ("abnormal vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the device expulsion and abortion spontaneous had resolved and the genital haemorrhage, back pain, dysmenorrhoea, weight fluctuation, abdominal pain, dyspareunia, migraine, vaginal discharge and procedural pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pregnancy with contraceptive device, procedural pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2014 plaintiff underwent a partial salpingectomy to remove her essure coils. During the surgery, her left essure coil was removed, however her right essure coil was found to be outside of the fallopian tube and was in a vertical position in the cornea of her uterus. Her right coil was therefore not removed at that time. On (B)(6) 2016 plaintiff underwent a total hysterectomy with bilateral salpingectomy to remove her remaining essure coil. (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. On (B)(6) 2014 plaintiff underwent an x-ray which could not identify the right essure coil. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.